Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that her blood glucose level was 41 mg/dl. Customer also had a button error a couple of days ago. Customer stated that the buttons were unresponsive. Customer also had a high blood glucose level of 220 mg/dl on (B)(6). Customer treated for the low blood glucose level with orange juice and a sandwich. Customer recalls dropping the pump, but not recently. Customer did a complete infusion set change. Customer came back from exercising and started to feel unwell when she had a button error. Customer's blood glucose level was in the 30's mg/dl. Customer stated that she may have exercised too much. Customer declined troubleshooting for high and low blood glucose levels. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the functional testing and no button error alarm was noted. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had a cracked display window, cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.